Event description:
It was reported that during a breast biopsy procedure, the device was not collecting samples. The device jammed and broke after attempting to prime. Another device was used to complete the procedure. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided and review completed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). The firing trigger was pressed and both the cannula and stylet advanced. The sample was retested by twisting the rotational knob once and the cannula was not retracted as expected. Further function testing could not be performed as the device could not be primed. The sample was disassembled and the internal components were examined. The cannula hub and the stylet tangs were found to be broken. The investigation is confirmed for a break, as the cannula hubs and stylet tangs were found to be broken. The investigation is confirmed for failure to prime, as the devices could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.